Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had entered into ventricular tachycardia following a loss of capture by the pulse generator. The patient reported dizziness. The arrhythmia was successfully terminated.